Manufacturer narrative:
Received one device. Customer concern confirmed. The device was attached to the hotline and turned on. When it began to run it stated to leak verifying the customer complaint. Once new o-rings were installed there was no more leaking.

Event description:
It was reported that the unit has been leaking from the o-rings. The event occurred during testing; there was no patient involvement.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.